Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 26 bd plastipak¿ 3 ml luer slip experienced a luer defective. The following information was provided by the initial reporter: luer is defective, it presents a wear that reduces the hole diameter by its half.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual inspection of the syringe, damaged luer is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that 26 bd plastipak¿ 3 ml luer slip experienced a luer defective. The following information was provided by the initial reporter: luer is defective, it presents a wear that reduces the hole diameter by its half.